Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins migrated upwards. The patient was worried that it could disconnect from the leads and she would not be able to charge. It was reviewed that the patient's concurrent recharger issue was likely the cause of not charging and the leads are not part of the recharging process. The patient stated when the ins first moved therapy was still working so she wasn't worried, and the patient programmer was still connecting. The patient stated the ins was still moving and causing pain in the patient's ribs. The patient was receiving therapy, and has been able to charge with reduced pain in ribs, but then the ins went back into the patients ribs, which was painful. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and peripheral neuropathy.